Manufacturer narrative:
The return of the product was requested. If the product is returned, analysis will be performed and this event would be updated upon analysis completion.

Event description:
Boston scientific received information that this right ventricular (rv) lead was suspected for conductor fracture. This lead was explanted. Additional information indicates that the field representative could not confirm if the lead would be returned. No additional adverse patient effects were reported.